Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2013-03838, 03839, 03840 and 03841.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2013 and subsequently expired on (B)(6) 2013, after the use of the product.

Manufacturer narrative:
Additional information received advised that the patient experienced metabolic alkalosis and cardiac arrest. Requests for event clarification and circumstances surrounding the event have been made and will be submitted upon receipt accordingly. This is one of five device reports that are associated with this event; associated manufacturer report numbers: 1225714-2013-03838, 1225714-2013-03839, 1225714-2013-03840, 1225714-2013-03841 and 2937457-2016-0051 additional information has been requested and will be submitted upon receipt accordingly.